Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was unable to calibrate or auto-fill. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue when the iabp was exercised on a test catheter and patient simulator. However, the pim leak test did failed in the service mode. The found the catheter input fitting on the pim to be loose. Once tightened the leak diff. Pressure improved from 94 to -22mmhg, but it was not within the acceptable level of ±10mmhg. So, the fse replaced the pim assembly. The fse then recalibrated the 30psi transducers. The fse complete pm which was performed with full calibration. The unit passed all functional and safety tests per factory specifications. The maquet failure analysis and testing (fat) department received the pim assembly associated with this complaint. This part was received with a reported unit failure message of pim leak tests failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of all manifold leak tests failed with result of leak diff. Prs. -216 mmhg, the factory specification is +-6 mmhg and fill valve diff prs. 20mmhg and the factory specification is +- 12mmhg. Pim failed testing. Retaining pim in the fat dept. As per procedure.